Event description:
X-rays showed joint space narrowing of left knee, indicating worn polyethylene. Surgery revealed polyethylene on patella worn down to metal backing and delamination of insert. Replaced patella and insert.